Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's insulin blood glucose has been running high. Customer's blood glucose was 600 mg/dl at the time of the incident. Customer's current blood glucose was 441 mg/dl. Caller stated that the customer had high readings of 584 mg/dl and 581 mg/dl today. Customer tried to bolus but got a no delivery alarm. Customer corrected by injection and her infusion set was changed about 10 minutes ago. Caller stated that the pump passed the self-test. Caller was advised to do a complete set change and follow up with her health care provider concerning her high blood glucose.